Event description:
The present post-market clinical follow-up (pmcf) named "safety and performance outcomes in patients treated with t2 alpha femur retrograde" is intended to provide additional clinical data from the real-world usage of the implants. The study is designed as a pmcf activity that will provide performance and safety data on t2 alpha femur retrograde nail in a representative population in the us. During the review of the pmcf, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: pain, generalized joint or anatomic region in 23 cases. This is for case 10.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.